Event description:
On (B)(6) 2014, it was reported that the headset of the patient's infusion set was leaking. The self-adhesive became wet and loose. The patient experienced elevated blood glucose levels when this happened. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).